Event description:
Utilizing cook medical atfp advance pta dilatation catheter atb35-80-8-8.0 lot #1749671, balloon ruptured @ 20 atms. Rupture occurred circumferentially and distal 3.5 cm section remained in graft. Patient was sent to surgery to have remainder of balloon extricated. Two previous instances of the same problem with the same size and type balloon occurred and were reported to manufacturer. In all cases the problem was corrected surgically.